Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had spilt waster and was turned off overnight. A field service engineer (fse) powered down the unit and inspected, revealing residual water around the all in one (aio) area with droplets near the e-drawer battery. All visible moisture was promptly cleaned using available materials to prevent component damage, and no further water was found within or around the station. After ensuring the area was dry, the system was powered back on and operated without issue. Nursing staff were educated on the risks of liquid exposure, including potential fire hazards, and pharmacy leadership was informed to reinforce preventive guidance. Final verification confirmed no signs of thermal damage, and the station was functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was black and had no display. However, there were no delay in patient care and no adverse events or injuries reported based on this event.